Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non- conformance reports (nc) associated with the production order were found. The search in the complaint history revealed that no another complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6)2017 and (B)(6) 2018. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported on (B)(6) 2018 that the doctor is asking for assistance in intraocular lens (iol) power calculation for a patient for surgery on (B)(6) 2018. Patient is going to have an iol exchange, right eye (od) procedure due to refractive surprise. Information provided in follow-up; pre-op best corrected visual acuity (bcva) 20/10, post-op 20/50. The replacement lens model is zmb00, 19.5 diopter iol, the explant surgery went well. No other information was provided.